Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer changed out infusion sets, and cartridges and resumed insulin successfully. Customer's blood glucose level ranged from 200-300mg/dl.